Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The drive wire has separated inside the handle and the device was returned with hemostats to the proximal end of the drive wire. The handle spool was disassembled to verify the condition of the securing component tip. The tip showed deformation where it contacted the drive wire thus indicating proper assembly of the securing component. Using hemostats to grasp the drive wire, the clip was opened and closed. Opening and closing of the clip had slight resistance over the entire range of motion but there was no area where a sharp increase in resistance was observed. The device was advanced into pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue with an expected amount of force. The drive wire was removed from the device, visually examined and determined that the drive wire was within appropriate mfg specs. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Correction action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.

Event description:
A cook instinct endoscopic hemoclip was used during a procedure in the colon for an anal bleed. The clip failed to deploy, the clip would not release from the delivery device. Out eval of the returned device confirmed the drive wire has disconnected from the handle. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.